Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was not getting insulin and he experienced diabetic ketoacidosis. Therefore, on (B)(6) 2019 at 8:51 am, the patient was admitted to the emergency room with blood glucose level at 365 mg/dl where he received corrective treatment in the form of insulin drip that was later switched to long acting shot. Subsequently, the patient was shifted to the intensive care unit. When the patient removed the site, he noticed that the site was wet and bent. He fixed the issue by changing the site and everything was fine. His blood glucose level was 106 mg/dl. The patient stayed in the hospital for more than two days and was still there at the time of this report with blood glucose level at 97 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.